Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The insertion portion of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The loop of the subject device was not returned. The insertion portion was severed. The operation pipe in the handle was broken off. Also, the part which mentioned lot no. Was taken off from the handle. Omsc could not confirm lot no. Of the subject device. Therefore, as the result of checking the manufacturing record of one year in the past from (B)(6) 2017 (the date of the event), there was no abnormal found. Based on the evaluation results and similar cases in the past, the user might be unable to release the loop since the hook of the subject device could not be pushed from the coil sheath due to breaking off the operation pipe. Also, omsc presumed that the operation pipe might be broken off due to the following occurrence mechanism. The coil sheath of the subject device was kinked around the handle for an unspecified reason. When the slider of the handle was pushed, the operation pipe was stuck around the area where the coil sheath was kinked. The operation pipe was kinked since the slider was further pushed while the operation pipe was stuck. The kinked operation pipe was broken off since the slider was repeatedly pushed and pulled. The instruction manual of the device has already described how to handle it if a loop can not be released.

Event description:
During an unspecified procedure, the loop of the subject device could not be released when the user ligated the polyp. Therefore, the user severed the insertion portion of the subject device. The user pushed the coil sheath which remained in the patient due to severing. As a result, the loop could be released. The intended procedure was completed with the subject device. No patient injury was reported.